Event description:
The customer reported that that the cartridge was empty, despite several changes. There was no adverse impact to the customer¿s blood glucose level reported. Tandem's technical support attempted to reach customer for troubleshooting but was unable to make contact and left a voicemail and sent email.